Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon found one side tip of the harmonic ace instrument dropped into the patient's body. The surgeon stopped the operation to retrieve the loose tip. It took about an hour to retrieve the fragment. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with a procedure delay of greater than 30 minutes. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. Dissection of the tissue of the greater omentum was being performed when the device fragment fell inside the patient. The instrument was in use for about 5-10 minutes prior to the issue and one whole side tip was missing at the distal end. The instrument was not removed during the procedure and the surgical staff felt no resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, no damage to the cannula and the instrument was observed after the event occurred. All the fragments were retrieved and could match with the other parts of the harmonic ace instrument. No additional surgical procedure was required to remove the fragment and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have blade damage in multiple locations on the blade. One of the blade edges was indented. There were no signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h10/h11 for follow-up information.